Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, repeated non-recoverable errors 23008 and 23013 occurred on the master tool manipulator right (mtmr). The customer received phone assistance from the technical support engineer (tse). Before calling the tse, the customer power cycled the system, but the issue was not resolved. The surgeon elected to use the second surgeon side console (ssc) to continue the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and patient demographic information was requested, but not provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported repeated non-recoverable errors and replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed, and errors 23008 and 23013 on the mtm was confirmed. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.